Event description:
It was reported that the implantable cardiac monitor (icm) device had intermittent loss of sensing. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).